Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The likely cause is presumed to have been caused by foreign matter retention resulting from insufficient cleaning and sterilization processes should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope's forceps lift exhibited foreign object. There were no reports of patient involvement.